Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power system error. The customer's blood glucose was unknown at the time of incident. The alarm has occurred three times. Troubleshooting was performed and the error reoccurred. The insulin pump was replaced. The insulin pump will be returned for product analysis.